Manufacturer narrative:
Concomitant medical: product ID: 8703w, lot# l45410, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
The patient¿s pump was reportedly ¿erratic¿, so it was replaced in (B)(6) 2014. It was unknown what drug the pump contained. Relevant troubleshooting, patient symptoms, and the cause of the erratic pump were requested.